Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Patient information not provided/unknown. Device lot number not provided/unknown. Device not returned.

Event description:
It was reported that the driver (iipdtul) would not disengage from the implant. The doctor was able to finally separate the driver and implant. The procedure was completed with the same driver. There was no significant delay in the procedure.